Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. A visual inspection did not identify any non-conformities. A hemopro 2 was returned with the cannula. Air was also passed through the cannula; no blockages were observed in the cannula. Based upon the evaluation results and the received condition of the device, the reported complaint could not be confirmed. A lot history record review was completed for the reported product number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 would not insufflate in the tunnel. A replacement device was used to complete the procedure. The hospital did not report any patient effects.